Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer lid was broken. A field service engineer had found that the qb lid in a half height drawer had been broken. The qb had been popped out, and the pharmacy technician had inserted a new qb and loaded the drug into the new pocket. Fse had also cleaned the trays and reconnected the connections on both the module controller and the drawer controller. After these actions, everything had been working fine. Diagnostics had been run, and the customer had verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed to open including narcotics. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.